Event description:
It was reported that the patient experienced product not adhering event since set was pulled off on (B)(6) 2026.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: (B)(6). Zip code:(B)(6). Name medtronic minimed. Street 18000 devonshire street. City northridge. State ca . Zip code91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.